Manufacturer narrative:
The initial reporter's facility name: (B)(6) medical center. The reported event is unconfirmed. Photo: received three (3) photo samples. All photo samples showcase an overview of an all-silicone foley catheter and its packaging. Visual: received one (1) used all silicone foley catheter with syringe without original packaging. Verified material number 119314 and manufacturing lot number ngjw3472. Visual inspection noted the catheter balloon was asymmetrical. Using the returned syringe, the catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1 percent aq methylene blue per 100 ml distilled water) and the solution slowly leaked out of a 0.013 inches pinhole found at the trifurcation. No balloon rupture was present. As the reported event is unconfirmed, a risk and labeling review is not required. A review of the device history record was not necessary due to the reported event being unconfirmed. Based on the investigation results no additional action is required at this time. Corrections: d, f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that 2 hours after placement of the foley catheter the balloon had fallen out and broken. No balloon parts remained inside the patient body. Per notification from investigator on 13jan2026, it was reported that asymmetrical balloon and pin hole at trifurcation site measuring 0.013 inches was found during sample evaluation on 03dec2025.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Initial reporter name: (B)(6). UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that 2 hours after placement of the foley catheter the balloon had fallen out and broken. No ballon parts remained inside the patient body.